Manufacturer narrative:
The tip cover accessory has not been returned to isi. Therefore, the root cause of the potential failure cannot be determined. If additional information is received, a follow-up MDR will be submitted. Based on the information provided at this time, this complaint is being reported because there was material missing from the mouth of the tip cover accessory. The customer reported complaint does not itself constitute an MDR reportable event; however, the damage found on the tip cover accessory could cause or contribute to an adverse event if the malfunction were to recur. At this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, there was a damaged tip cover. The clinical territory associate (cta) contacted dvstat technical support engineer (tse) and said that they took a tip cover out of the package and it had a slit in it. They then got another one and that was damaged also, same lot #. The customer does not plan on returning product at this time. No harm. The procedure was completed with no reported injury.